Manufacturer narrative:
Continuation of d10: product ID a72400 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the issue was resolved once they disconnected the old wens on the stim app.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported several times over the past month to month and a half they have tried to increase the intensity of their neurosense in group a and when they press the up arrow it puts the intensity back down to 0.1 and they have to increase all the way back up to 5.0. Patient also stated they now see the message neurostimulator is currently adjusting therapy and to try again in a few minutes and the intensity is down to 0. Agent walked patient through turning off neurosense and turning it back on. Patient attempted to increase and reported the same message. Agent had patient close apps, restart handset, and reset communicator. Patient again attempted to increase and same message appeared. Agent had patient change to group b and patient reported intensity at 5.6 and confirmed they were able to increase. Agent provided information and advised patient to try both groups b and c and, if they determine a is the preferred group, agent redirected to healthcare provider (hcp) and rep to further address. On (B)(6) 2024 rep reports patient's stimulation kept going down to 0.0 amplitude. Rep then met with patient today and even had patient turn neurosense off, however, stimulation still jumps down to .4 and 0.9 ma. Patient has 3 neurosense groups. Technical services(ts) reviewed with rep that perhaps the recovery needs adjustment; with regards to why patient can't increase stimulation back to the 5.0 ma and it kept jumping down to a lower level, ts recommend target amplitude adjustment if patient wants higher amplitude. On(B)(6) 2024 the rep called back about this case while with the patient. The patient claimed that the therapy is at 5.0ma normally and the neuro sense adjusts down to 0.4mathe patient indicated that when they attempted to make an adjustment the therapy app displayed a message that said neuro sense is currently adjusting therapy. The message was persistent and prevented the patient from making adjustments. The caller indicated that they had the patient turn neuro sense off yesterday. Prior to calling the caller had made some adjustments to the neuro sense parameters. During the call the caller connected the patient application to the ins and they were able to make adjustments to the therapy.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.